Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section in b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on 21 dec 2023: the procedure sheath size used was a 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The patient is stable. There were no concomitant devices used. The user did not have difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub. There was tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. Mating done but locator was not getting hold. The user attempted to mate the locator and hub 4-5 times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation did not occur when device was in the patient.

Event description:
The user facility reported that the involved angio-seal device arteriotomy locator was not locking. Three devices were used. The procedure performed was a peripheral angioplasty. There was no blood loss. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab technician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.